Event description:
It was reported that the universal handpiece was heating up at the tip during testing. There was no patient involvement, no adverse event was associated with the deivce.

Manufacturer narrative:
The customer comment was not able to be duplicated; however the device was visually inspected and found to have an overtorqued angle nut. An overtorqued angle nut will cause the device tip to be misaligned allowing it to press against the tip cover, which can create friction between the two and a thermal event can occur. An overtorqued angle nut occurs from over tightening the tip onto the handpiece with more than one click of the torque wrench. The device was not able to be repaired and was scrapped by stryker.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Event description:
It was reported that the universal handpiece was heating up at the tip during testing. There was no patient involvement, no adverse event was associated with the device.